Manufacturer narrative:
N/a.

Event description:
The following has been reported: biomed reported: service needed alert. A preliminary review of the logs identified the following issue: pneumatic valve actuation failure (valve 1). Unknown if issue stopped an active infusion. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for a pneumatic valve actuation failure (valve 1). Upon return, after device started up, a red pump service alarm was displayed. Log files were reviewed and multiple valve 1 failures were found. Device was opened to inspect for internal damage. The release clip for the connector on battery 2 was found broken off and loose in the device. An inductor (l16) was found partially separated from the main pcba with two of the four solder pads not making a connection. Three of the six screw bosses for the device carry handle were found damaged. After repairs have been made to the main pcba, the battery pack and the front housing, the device will be sent to the test line for functional testing.